Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who was being treated with compounded baclofen 2000 mcg/ml (711.8 mcg/day) and morphine 9 mg/ml (3.2 mg/day) intrathecal therapy via an implanted pump. The pump's indication for use was listed as intractable spasticity and multiple sclerosis. The patient's medical history and concomitant medications were unable to be obtained. Per the physician, the patient had a pump replacement the previous day, and the patient became unresponsive this morning and was brought to her local emergency room (ER). The pump was decreased to minimum rate. It was unknown if the issue was resolved at the time of this report. No surgical intervention occurred or was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.